Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2025.

Event description:
It was reported that the patient experienced a difficulty charging the implantable pulse generator (ipg). No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.